Event description:
Additional information was received from a consumer (con). It was reported that the patient was not sure what led to the loss of stimulation and return of symptoms, noting that it just quit working. On (B)(6) 2016 they reported that the replacement patient programmer resolved the issue of not being able to communicate with the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim. It was reported that in (B)(6) 2016, the patient thought the implantable neurostimulator (ins) was dead a she experienced a sudden loss of stimulation and was symptomatic. It was then stated that the patient felt stimulation and the stimulation was on. It was also reported that poor communication was seen on the patient programmer and the device would not communicate with the antenna attached. The issue was not resolved by reviewing proper antenna placement or by performing an antenna locate feature. The patient saw her health care provider (hcp) and noted that the implantable neurostimulator (ins) was not found to be depleted; the hcp confirmed the ins was fine. The patient then noted that the hcp did something with the clinician programmer 8840 and she began to feel stimulation again. The patient confirmed she was receiving effective therapy and the symptoms were resolved. The patient then reported that she used to get up at least 9 times during the night, but since the ins was implanted, she now only gets up 2-3 times. Follow-up with the health care provider (hcp) indicated that the cause of the loss of stimulation included the device turning off and the patient programmer not responding. The patient's previous medical history included 6 bladder surgeries, never's killed in her esophagus and bladder due to car accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.